Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenum during a sphincterotomy procedure performed on (B)(6) 2024. During the procedure, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable. No further information has been obtained despite good faith efforts. Note: photo of the complaint device outside the patient were provided by the customer and showed the cutting wire was broken and kinked.